Event description:
On (B)(6) 2023 patient (pt) with driveline (dl) fault alarms. Dl repaired by abbott engineers. On (B)(6) pt arrived to clinic with noted controller fault alarms. Provider unable to visualize controller data when patient connected to monitor. Controller changed with resolution of vad alarms and visualization issues. Once the old controller was removed from pt and connected to monitor, data was able to be downloaded successfully. Data sent to abbott engineer. Data indicated need to stabilize dl with no upper body movement of patient to prevent alarms. Heartmate2 (hm2) exchanged for a hm2.